Event description:
A cartridge change error was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. The customer, with guidance from technical support, removed the pump's cartridge and inspected the o-ring, ensuring it was undamaged. After cleaning the pneumatic tap area, the customer reattached the cartridge securely and completed the loading process, successfully resuming insulin therapy.